Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned. Therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The IFU mentions 'pericardial effusion'. There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the farawave device confirmed that the event of pericardial effusion and additional intervention required are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported the patient experienced a pericardial effusion. On (B)(6) 2025, an oral medication was required to be changed/adjusted (suspend anticoagulant medication). The patient was hospitalized on (B)(6) 2025. A farawave ablation catheter was selected for use for a clinical ablation procedure occurred on (B)(6) 2025. A pericardial effusion was reported. An ultrasound/echocardiogram/tee/tte was performed. No further information was provided. Product return is not expected. It was further reported that the patient was discharge from hospital at (B)(6) 2025. It was noted that the farawave catheter is not related to the pericardial effusion. Pericardial effusion is associated with transseptal puncture, and the boston scientific pfa catheter does not perform transseptal puncture; therefore, there is no correlation between them. Pericardial effusion was identified during routine imaging/monitoring. It is currently considered to be potentially related to intra-procedural transseptal puncture but not related to the farawave catheter. The measure taken was temporary suspension of anticoagulant medication. No other interventions are required at present. It is confirmed that this event is not related to the farawave catheter and does not constitute a device deficiency; therefore, return of the catheter is not required.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported the patient experienced a pericardial effusion. On (B)(6) 2025, an oral medication was required to be changed/adjusted (suspend anticoagulant medication). The patient was hospitalized on (B)(6) 2025. A farawave ablation catheter was selected for use for a clinical ablation procedure occurred on (B)(6) 2025. A pericardial effusion was reported. An ultrasound/echocardiogram/tee/tte was performed. No further information was provided. Product return is not expected. It was further reported that the patient was discharge from hospital at (B)(6) 2025. It was noted that the farawave catheter is not related to the pericardial effusion. Pericardial effusion is associated with transseptal puncture, and the boston scientific pfa catheter does not perform transseptal puncture; therefore, there is no correlation between them. Pericardial effusion was identified during routine imaging/monitoring. It is currently considered to be potentially related to intra-procedural transseptal puncture but not related to the farawave catheter. The measure taken was temporary suspension of anticoagulant medication. No other interventions are required at present. It is confirmed that this event is not related to the farawave catheter and does not constitute a device deficiency; therefore, return of the catheter is not required.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported the patient experienced a pericardial effusion. On (B)(6) 2025, an oral medication was required to be changed/adjusted (suspend anticoagulant medication). The patient was hospitalized on (B)(6) 2025. A farawave ablation catheter was selected for use for a clinical ablation procedure occurred on (B)(6) 2025. A pericardial effusion was reported. An ultrasound/echocardiogram/tee/tte was performed. No further information was provided. Product return is not expected.